Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was informed that no further issues were experienced with instruments. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) the instrument tips were not following the command of the surgeon on universal surgical manipulator 4 (usm) when rotating the tips. The customer was not in the room at the time of the incident. The surgeon reported the issue occurred with two separate instruments. The system logs reflected two occurrences of error 31088 on usm4. The procedure was completing as planned with no reported injury.